Manufacturer narrative:
The technician found the side rail slide back is bent. The technician replaced the side rail slide bracket to resolve the issue.

Event description:
The account alleged the side rail could not be lifted to the latch position. No patient impact.